Manufacturer narrative:
On (B)(6) 2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was (B)(6) 2019. The actual due date for the report was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2019, the mentor failure analysis lab has received the device for evaluation. On 5/13/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation was performed for the finished device number 6846384, and no non-conformances related to the reported complaint condition were identified. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 555cc and experienced bilateral capsular contracture baker grade iii. Right side rupture was also found while performing surgery by the doctor. As a result, the devices were explanted, and replaced with allergan brand devices on (B)(6) 2019. This report is for the patient¿s left-sided device. This report contains supplemental information for mentor psr reference number (B)(4).